Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a posterior spinal fusion surgery using rhb mp-2/acs in (B)(6) 2007. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
In late 2006 and early 2007, the patient was experiencing constant back pain as well as radiating pain in his right leg. The patient then suffered from a fall while playing with his children. Despite the fall, the surgeon proceeded with the surgery. The patient underwent l4-s1 fusion. The patient was implanted with rhbmp-2/acs. Post surgery, thepatient did not feel any pain relief but the pain worsened over the time. The patient continues to experience pain.

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.